Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that after opening the vial of a 12.1mm, vticm5_12.1, -12.5/2.5/90 (sphere/cylinder/axis), implantable collamer lens, the doctor found a foreign body,it looked like a black line. The lens had no patient contact, not implanted. On (B)(6) 2019 a replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation : lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found a tear on the optic and presence of residue on lens surface. The lens was soaked in bss solution in order to note any foreign bodies, none where noted. Claim#: (B)(4).